Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that no steps were taken to resolve the patient's battery moving. The patient noted that they self-adjusted. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient tried to activate the ins by using the recharger, it keeps coming up on the battery is in a discharged state screen as seen on page 34 of the manual. The patient said that it goes on to say that it may have to be replaced, or in other words that he can't activate it and there's nothing he can do to get the stimulator working. The patient placed the recharger over the ins to start a charging session on the call. During the walk through, the patient noted he was confused. The patient had the antenna right on his skin and later pressing the green button the patient confirmed seeing the ins charging screen and all 8 coupling boxes were blank. The patient moved the recharger around and noted seeing 3 boxes shaded. The patient moved the antenna again and noted all coupling boxes were blank again. The patient tried again and was able to get 7 coupling boxes shaded and settled for that. The patient said he has difficulty keeping he antenna in one position and that he was holding it in his had real tight and confirmed seeing all 8 coupling boxes shaded. The patient did not use a belt and usually lies down and puts in position when he is reading so the ins charges. The patient said "I can work that out". The patient moved the antenna again and was back to having 3 coupling boxes, but he knew what to do. The patient said he was pushing every button before and was probably doing everything wrong. The patient mentioned the ins battery is so small and it feels like it has moved in the last month or two. No further complications were reported.